Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had ineffective stimulation. Surgical intervention took place on (B)(6) 2019 to replace the original ipg.